Manufacturer narrative:
Analysis of the product revealed that only the sma connector assembly portion of the fiber was returned. The actual fiber cable portion of the device was missing. The section of white heat shrink protruding from just under the strain relief boot was torn and showed evidence of charring, while the fiber ferrule and core at the proximal end of the connector appeared intact. Based on the charring of the heat shrink and the location of the fiber cable break/burn, it is possible that the fiber was bent to a radius that exceeds the minimum bend radius (7 mm) of the fiber at this location near the sma connector. Subsequent laser energy exposure likely damaged the fiber resulting in the fiber break and the charring noted on the heat shrink. Such a fiber break characteristic is indicative of user mishandling. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that there were any manufacturing faults with the fiber. In addition to confirming the correct part and lot numbers, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on 01/20/17. If the fiber would had a fault during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. The break and subsequent heat shrink charring that were observed in the fiber product that was returned were likely the result of user mishandling.

Event description:
"The item was being used in a procedure when the laser fiber hlfdbxs200c burnt off and broke on the back part by the machine." "The customer shut down the laser and used another fiber to complete the procedure. No patient injury reported."